Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was a fluid air exchange issue during a vitrectomy causing the eye to collapse. Additional information has been requested.

Manufacturer narrative:
Additional information: the clinical analyst has reviewed this file and stated the following: ¿the customer reported ¿pressure in the eye drops, eye collapses.¿ the reported event occurred during a vitrectomy procedure. The system was used with a 20g surgical pack. Nothing from the case was kept for return, but they have been advised to do this if it occurs again. While visiting the facility the clinical application specialist (cas) reviewed the parameters and set up. This is the information obtained: the system was upgraded in (B)(6) 2116. The infusion was set at 35mmhg and fluid/air exchange (fax), was set at 35mmhg. When doing fax the pressure in the eye had dropped to 20mmhg. As such, this caused the eye to collapse. Per the cas, this issue was intermittent and has happened again, recently. Per the customer ¿this seemed to have happened a while ago then seemed to stop.'¿ the surgeon uses 20g although other surgeons use 23g and have had no issues. Plugs are used with any removed instruments. The company representative has instructed the customers of the following: ¿to keep the intraocular pressure (iop) control on and turn off the iop control limit. This will address the issue of ¿the 20g flow limit was on 8cc/min.¿ the company representative indicated that this flow was managed at a slower rate, which could have contributed to the eye being soft. The customer was also advised to contact the representative if any further problems occur.¿ additional, related information was requested from the customer, but was not obtained. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. The customer called the company representative to assist with troubleshooting. The company representative advised the customer ¿to keep the iop control on and turn off the iop control limit¿¿ to help mitigate any discrepancy between infusion flow and aspiration rates. The company representative also advised the customer to contact us if any further issues are experienced. As no further service items were recorded, the issue was able to be resolved over the phone. No problem was found with the system. Therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).